Manufacturer narrative:
A ge representative evaluated the system, but no conclusion can be drawn as further repair information is not available.

Event description:
The customer reported there were no x-rays. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.